Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the message invalid transmitter ID during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and the issue was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.